Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the hvli values on rv coil to can increased to 125 ohms last week. The physician opened the pocket and noted the set screw was loose and the rv df-1 pin slid out of the header. The physician tightened the set screw. Dft was successful.